Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided product/lot code combinations. Per procedure, this device(s) is exempt from device history record review. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to discomfort.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary investigative update: 17 / september / 2021 photographs have been provided for review. No device associated with this report was received for examination. Two images have been provided for review. One is an antra-op image of patient tissues and one is excised tissue. From the images it is reasonable to confirm a tissue reaction / irritation. No x-ray images or product photos provided. No conclusions can be drawn or confirmation made regarding additional allegations. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a device manufacturing (mre) review will not be performed even when product/lot information is known. It has been determined that, for the mom platform and related allegations an mre is not required.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Pfs alleges metal poisoning. After review of medical records patient was revised to address metallosis of the left hip following metal on metal hip replacement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges friction and wear between the metal head and metal liner caused the released of large amounts of toxic metal ion into the patient's body resulting to inflammation, severe pain, discomfort, tissue, bone injury. Added stem due to alleged large amounts of toxic metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2016; left hip.

Event description:
Ppf alleges metallosis. Doi: (B)(6) 2009 - dor: (B)(6) 2016 (left hip).